Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette compartment of the cycler during drain 3 of 5 of pd treatment. The pdrn reported receiving multiple air detected in cassette alarms during drain 3. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The pdrn was advised to discontinue the use of the cycler and revert the patient to alternate treatment options. A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cassette to the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. Damage was found on the cassette film during disinfection. The visual inspection discovered a pin hole on the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed and the cause was traced to a component failure.